Manufacturer narrative:
The technician found the plug on the bed side for the communication cable was damaged. He replaced the cable assembly to repair the bed.

Event description:
Information received indicates the bed was unable to communicate with nurse's station.